Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been running high. The blood glucose was 459 mg/dl at the time of the call. The infusion set had last been changed the night before and the customer had not treated yet. The drive support cap appeared normal and recessed. The customer found no air bubbles or leaks and insulin exited with the manual prime. The insertion site was not sore or irritated and the insulin was clear. The customer was advised to remove the infusion set and reported that the cannula was bent. The customer declined further troubleshooting.